Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock lead impedance measurements, measuring greater than 200 ohms on this right ventricular (rv) channel. The high impedance values were noted when the patient was seen and evaluated in clinic. Technical services (ts) reviewed and stated that there was a sudden jump from 50 to 60 ohms to now greater than 200 ohms. The health care professional (hcp) stated that there was no noise. The plan was to further discuss with the physician. This rv lead remains in service. No adverse patient effects were reported.